Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported bumping pump and the lcd display is grey. The customer inserted a new battery and the display did not return. The customer was unable to troubleshoot the issue. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with steady blank white light display due to cracked lcd glass. No cosmetic damage on case noted.